Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The doctor stated that the patient connector was separated from the titanium adapter, during use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. The lot number was unknown therefore no batch review could be performed.